Manufacturer narrative:
Concomitant products: pb1018 transcatheter valve, implanted: (B)(6) 2013; hc10524 tissue valve, implanted: (B)(6) 1995.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.